Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer called into technical support (ts) reporting that the device's nav-ring is not working. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer requested parts ID and will be replacing the front bezel themselves.

Manufacturer narrative:
G4:23mar2021. B4:06apr2021. The device was not in clinical use at the time the reported issue was discovered. The reported problem was discovered during performance verification and found that the nav ring had a problem. The biomed customer ordered the front bezel with navigation ring and replaced to resolve reported problem. The ventilator passed all other testing and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.